Event description:
A customer observed several positively biased results on samples from one pt. The pt was admitted to the hosp and underwent cardiac catheterization, which gave a negative result. One sample was tested with three non-ocd methods and gave both positive and negative values. There was no report of pt harm as a result of this event.